Event description:
It was reported that the patient had episodes that delivered shocks. When the patient came into the clinic for a follow-up, no episodes were shown, and no shocks were delivered. Further information was requested however, was not provided.